Manufacturer narrative:
Evaluation: method: device history record (DHR) review performed. Results: the DHR review showed that no similar issues were found during the manufacturing or packaging processes of this lot. Conclusions: (B)(4) was opened to address the issue of staples jamming. If additional information is received that changes the conclusion of the investigation, a follow-up report will be sent.

Event description:
The event is reported as: complaint alleges: "the stapler does not deliver the staples. They successfully used another stapler, no consequence for the patient. Defect was discovered during a gall bladder procedure.